Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device it was observed ruptured and received in two (2) parts. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/10/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture and patient expressed dissatisfaction with the procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on the right side and with 400cc mentor memorygel breast implant on the left side. Patient had surgery for size change on (B)(6) 2019, and during surgery the right implant was discovered ruptured. The patient expressed dissatisfaction with the procedure outcome and allergan implants were used as replacement. This report is for the patient¿s right-sided device.